Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user in the EU reports on a 63-year-old patient in cardiogenic shock after an acute st-elevation myocardial infarction who was treated with an impella cp pump for hemodynamic support. The patient was observed to have hemolysis and developed compartment syndrome following access site bleeding.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the access site bleed and hemolysis has been completed. According to the clinical, the patient began to bleed from the access site in their leg. Shortly after this was discovered the patient also developed hemolysis and began to experience compartment syndrome. Imaging confirmed the pump was making contact with the mitral valve. Although a recommendation was made to reposition the pump, the patient expired on support before any troubleshooting could be performed. No product was returned for an investigation. Data logs were not returned for analysis. The most likely cause of the hemolysis was positioning issues. The cause of the major access site bleeding was not determined because no product was returned and not enough clinical details were given. Impella cp with smart assist system instructions for use states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added-b2-selected death, b5 mso review, h6 impact code 1802, h6 component code 925 h1 type of reportable event changed to death.